Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box and the alarm history showed multiple call service 064 alarms. Unrelated to the original complaint, internal moisture damage was found on the motor flex connector. Due to the moisture damage the motor did not work. During testing, the moisture damage caused 24 hour testing, and prime/rewind/load steps to be unable to be performed.